Event description:
It was reported that the distal end of the device was fractured. The 65% stenosed target lesion was located in the severely tortuous and mildly calcified left hepatic artery. A 135/10 kit renegade hi flo was selected for use. During a transarterial chemoembolization (tace) procedure, it was noted that the microcatheter was fractured at the distal end inside the patient. The procedure was completed with another of the same device. No complications reported and the patient is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was inspected for any damage or irregularities. The device showed evidence of stretching and a fracture located 4.7cm from the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The device was confirmed for stretching and a fracture.

Event description:
It was reported that the distal end of the device was fractured. The 65% stenosed target lesion was located in the severely tortuous and mildly calcified left hepatic artery. A 135/10 kit renegade hi flo was selected for use. During a transarterial chemoembolization (tace) procedure, it was noted that the microcatheter was fractured at the distal end inside the patient. The procedure was completed with another of the same device. No complications reported and the patient is stable.